Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was a deformed or damaged cap. The following information was provided by the initial reporter. The customer stated: this is a report about disconnection of the q-syte plug of nexiva. The customer reported as follows: after catheter placement, the hcp connected an IV line and inserted a syringe into the side route and continued the operation. Then, the q-syte plug of nexiva was disconnected. Saline was used during the above operation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was a deformed or damaged cap. The following information was provided by the initial reporter. The customer stated: this is a report about disconnection of the q-syte plug of nexiva. The customer reported as follows: after catheter placement, the hcp connected an IV line and inserted a syringe into the side route and continued the operation. Then, the q-syte plug of nexiva was disconnected. Saline was used during the above operation.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva assembly and five photos. Upon inspection, it was identified that one of the q-syte septum had been pushed in. The q-syte was further inspected for adhesive presence on the top body and bottom of the top disk. The top body was observed to have gaps in the adhesive which indicated that insufficient adhesive was present and the top disk was never fully adhered. Insufficient or no adhesive may be the result of a clogged adhesive dispenser, low adhesive volume, a bent/broken dispenser, or incorrect tip position. It is difficult to identify a specific root cause; however, the defect can be attributed to the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown.